Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia recorded at 341 mg/d: while using the ilet. The infusion site was wet and sore, and the user discovered the needle guard had not been removed, after which the cannula was replaced at a new site and the cannula was filled, with the ilet displaying a leveling trend and alerts for high glucose. Investigation of this case revealed user setup error related to infusion set needle guard not being removed, leading to inadequate insulin delivery at the site and hyperglycemia, which resolved after proper cannula insertion and priming. Symptoms included localized infusion site soreness. Outcomes included prolonged out-of-range glucose for approximately three hours without need for outside assistance or medical intervention, followed by improvement after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.